Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm maryland bipolar forceps instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (470172-16/n10190308) associated with this event cannot be performed at this time because there is insufficient information. This complaint is being classified as a reportable event due to the following conclusion: the 8mm maryland bipolar forceps instrument reportedly found to be damaged. Based on the information provided, it is unknown if there were any fragments fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Follow-up was attempted, but the patient information for was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during da vinci-assisted bilateral video endoscopic inguinal lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps instrument was found to be damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-feb-2022: the maryland bipolar forceps instrument was damaged. It is unknown if there were any fragments fell into the patient and if there were any post- operative tests like x ray or ultrasound performed to check remaining fragments. The patient related information could not be provided by the customer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and reproduced the customer reported complaint. Fa found the primary failure of the dislodged conductor wire to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. Additional observation not reported by site that is not related to the customer reported complaint was also identified: the maryland bipolar forceps instrument was found to have the entire length of the main tube surface with degradation. The root cause of the degradation of the instrument main tube is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/ reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This supplemental MDR is being submitted in order to correct the primary product lot number (field d4). A review of the instrument log for the maryland bipolar forceps instrument (470172-15/n11171016-0027) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2021 on system sk1497. The alleged instrument had 7 uses remaining after the last procedural use.

Event description:
Refer to h10/h11 for follow-up information.